Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the broken pieces of the device are from the retraction fingers.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the noted the two clevis pieces disengaged from the distal end of the instrument. The pieces were not received. Engineering noted that visual inspection noted that the plastic clevis was broken from the pin hole which was not provided. The upper finger was observed bent upward, which suggests the use of excessive force. Also, the body assembly welding was broken on the distal end which is consistent with the use of excessive force during procedure. The knob to expand the blades functioned properly; the blades could be expanded fully. The returned sample as received by medtronic was found not to meet medtronic quality release specifications after application in the clinical setting, and due to the broken clevis, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nephrectomy procedure. Whilst undertaking instrument counts at the end of the procedure it was noticed that two pieces of plastic had broken off the endo retract instrument and were unaccounted for. The surgeon was then informed. Began search for missing parts of plastic. One located in the specimen and one retrieved from inside the patient. Approx 20 minutes added to the procedure whilst pieces were located and retrieved. Broken instrument and pieces decontaminated and saved in case further analysis needed. The patient was not injured or jeopardized. Surgical team checked specimen and found one of the pieces of the endoretract inside. Then the surgeon covered the excision made to remove the kidney and used the camera to search for the remaining piece of endoretract inside the patient cavity.